Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets were failed to recover. A field service engineer verified the customer-reported issue of double-clicking on tower doors 2 and 3. The panel was removed to access internal components. Microswitch connections were cleaned, and harness connections were tightened. Black grease was applied, and a stabilizer was added to the white harness connection. Fse logged into hardware test application ran final test on tower doors and passed successfully. Proactive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple pockets were failed to recover, and device was not detected on bus. Registered nurse tried to perform recovery storage space and reboot, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.